Event description:
Glucometer with multiple critical low readings triggering patient to get d10 bolus to increase glucose levels. When blood sent to the lab at the same time, with normal glucose levels. Suspect glucometer error as patient's blood glucose levels have been normal since sending all blood to the lab.